Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: was the device eventually able to be opened? If yes, what troubleshooting steps were taken to open the device?

Event description:
It was reported that during a laparoscopic unknown procedure, the jaws did not open after the device was inserted into the patient. At the time, it did not clamp the patient's tissue. The device was removed from the patient and fired out of the patient, but the trigger was stuck and could not be fired. Another device was used to complete the case. There were no adverse consequences to the patient.